Event description:
It was reported that during a lap cholecystectomy procedure, the shear would not work. The case was completed with another device of the same product code. There was no reported pt consequence.